Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that the trial patient was in the hospital the stimulation was causing them extreme pain. Even when they got home it was still causing them a lot of pain. The patient also stated that there is a lot of blood under their bandage but thinks the actual bleeding has stopped. No troubleshooting was performed due to the fact the patient had already lowered their stimulation and the pain subsided but issue is not resolved.